Manufacturer narrative:
(B)(4). The customer returned one, single lumen PICC catheter for analysis. Signs of use in the form of biological material were observed. It was noted that the catheter body was intentionally severed at the 50cm marking. The severed portion was not returned. Visual analysis revealed that the distal extension line was severed 0.5cm from the juncture hub. The severed extension line was not returned for analysis. Microscopic examination confirmed the separation and revealed that the edges were smooth and uniform. This is damage consistent with contact with sharps; however, the nature of the separation cannot be confirmed without the severed portion of the extension line also returned. The distal line was severed 5mm from the juncture hub. The distal line outer diameter measured 0.0945", which is within the specification limits of 0.0930"-0.0970" per the distal extension line product drawing. The distal extension line inner diameter measured 0.056", which is within the specification limits of 0.055"-0.059" per the distal extension line product drawing. Dimensional analysis could not be performed on the severed portion of the extension line as it was not returned. Functional analysis could not be performed due to the severity of the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the extension line was severed towards the juncture hub; however, the severed portion was not returned. The line met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the observed damage appears consistent with contact with a sharp object during use; however, the nature of the separation cannot be confirmed without the severed portion of the extension line also returned. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient came to ed with PICC in place with complaint of leaking from extension line. Tubing noted to be possibly cut or separated? Additional information: the line was being managed and accessed by home health who may have accidentally cut the line while changing the dressing. The patient went to ed and part of the extension line was missing. The line was removed and replaced in ed.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that: patient came to ed with PICC in place with complaint of leaking from extension line. Tubing noted to be possibly cut or separated? Additional information: the line was being managed and accessed by home health who may have accidentally cut the line while changing the dressing. The patient went to ed and part of the extension line was missing. The line was removed and replaced in ed.